Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during an inservice, the rep noticed that while attempting to take samples, the blue cable started rotating at the connection and she received the l3-020 and l3-007 error code. She changed probes and continued to receive error codes and heard a grinding noise. She also received error codes l4-024, l3-001 and l3-021 while trying to troubleshoot the holster and control module. There was no pt involvement.